Event description:
Concomitant devices reported: tfn helical blade (part #: 456.305, lot #: h349107, quantity: 1), locking screw l40 (part #: 04.005.530, lot #: 9753657, quantity: 1), locking screw l38 (part #: 04.005.528, lot #: 9464564, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument, manufacturing date: may 20, 2013, part number: 456.354, 10mm/130 deg ti cann troch fixation nail 340mm/right, lot number: 7391550 (non-sterile), lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance met all inspection acceptance criteria. Inspection sheet, inspect dimensional met all inspection acceptance criteria. Inspection sheet, final inspection met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 456.314.3, lock driver tfn, bp55, lot number: 7262661, lot quantity: 201. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final met all inspection acceptance criteria. Part number: 456.315.2, lock 130 bp58, lot number: 7326739, lot quantity: 62. One piece was scrapped in cell at op #70, anodize, for an unacceptable surface finish. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process acceptance sheet met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21069, tialnbri18.00, bp80, lot number: 7300526, lot quantity: 1,261 lbs. Certificate of test received from ati allvac dated february 7, 2013 was reviewed and determined to be conforming. Lot summary report dated july 10, 2012 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the received nail is broken apart at the blade hole. There are different discolorations and wear marks all over the nail visible. The marks are consistent with an implant, which was implanted for a certain period of time. Dimensional inspection: checked dimensions with caliper 3-01-20766: outer diameter specification 17.05mm +/-0.05 / measured: 17.03mm = pass bore diameter specification 11.02mm +0.03/-0.02 / measured: 11.00mm = pass bore centricity specification 0.1mm / measured: 3.03mm and 3.02mm = pass. Drawing/specification review: drawing was reviewed to verify the relevant dimension and the material specification. The review of the manufacturing documents has shown that the correct material was used and that material was according to the norm iso 5832-11 for implants for wrought titanium 6-aluminium 7-niobium alloy implants for surgery. Investigation conclusion: a visual inspection has been performed and it can be confirmed that the received condition agrees with the complaint condition as the nail is broken apart. No manufacturing related visual defects have been identified on returned item. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency. Based on these findings we exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that in (B)(6) 2019 the patient was implanted with a nail. After six (6) months of implantation the nail broke. Concomitant device reported: unk - nail head elem: tfn lag screw (part# unknown; lot# unknown; quantity: unknown). Unk - end caps: tfn (part# unknown; lot# unknown; quantity: unknown). Unk - nail head elements: fns bolt (part# unknown; lot# unknown; quantity: unknown). Helical blade f/tfn ø11 l100 tan gold (part: 456.305s; lot: h349107; quantity: 1). This report is for one (1) 10mm/130 deg ti cann troch fixation nail 340mm/right. This is report 1 of 1 for (B)(4).